Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016 into the buttocks. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen). It was reported that multiple bg meters were used throughout the same sensor session. Labeling indicates: use the same meter you routinely use to measure your blood glucose to calibrate. Do not switch your meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands. It was reported that calibration was not performed correctly. The dexcom g4 platinum continuous glucose monitoring system user's guide states: do not calibrate when your receiver screen is showing the rising signal arrow or double arrow, calibrating during significant rise or fall of blood glucose may affect accuracy of sensor glucose readings. Do not calibrate when your receiver screen is showing the rising signal arrow or double arrow, calibrating during significant rise or fall of blood glucose may affect accuracy of sensor glucose readings. It was reported that calibration was not performed correctly. Labeling indicates: do not calibrate if the glucose reading error symbol shows in the status area. It was reported that the patient based treatment off of cgm values. Labeling indicates: do not use the dexcom system for treatment decisions, such as how much insulin you should take. The dexcom system does not replace a blood glucose meter. Always use the values from your blood glucose meter for treatment decisions. Blood glucose values may differ from sensor glucose readings. Using the sensor glucose readings for treatment decisions could lead to low or high blood glucose value. At the time of contact, no injury or medical intervention was reported.